Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgeon observed that the permanent cautery spatula (pcs) instrument tip was stuck inside the prograsp instrument. The surgeon used gentle pressure to separate the two instruments and then noticed that the insulating tip of the pcs instrument had broken off into multiple pieces inside of the patient's abdomen. The pcs instrument was immediately removed and the broken pieces were retrieved. The planned surgical procedure was completed with a replacement instrument of the same type and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the ceramic sleeve at the grip tip had completely broken off into several pieces. The broken pieces were returned with the instrument. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instrument. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.